Event description:
The customer contact reported the device alarmed with a s233 (overtemperature- psc) malfunction alarm code. The device was returned to the biomedical department with a note that stated, "s233 malfunction alarm and noisy fan". No specific pt info, pump programming, or event details were available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, s233 (overtemperature-psc) malfunction alarm codes were noted in the device history and powered up with abnormal grinding noise from the fan assembly. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, s233 (overtemperature-psc) malfunction alarm codes were noted in the device history log and powered up with abnormal grinding noise from the fan assembly. The probable cause for the s233 alarm code was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.